Event description:
Additional information received from a healthcare provider for a clinical study, via the manufacturer representative, reported the patient underwent outpatient surgery so he was not hospitalized. It was noted the patient was a conductor and therefore moved "intensely" when performing onstage but a causal relationship to the event remained unclear. It was later reported that the implantable neurostimulator was exposed outside the skin and the whole system was explanted without any issues. There was injury to the patient and the physician determined that the issue was caused due to the corset. Issue resolved at the time of the report.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, serial # (B)(4), product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported the pocket site became thin. A procedure was performed to expand the pocket site on (B)(6) 2016. At the procedure, there was scar tissue about ¼ the size of the device observed on the surface of the body. There was some drainage as well. It was stated that there was no suspicion of infection and it was unknown if the device had moved in the body. The settings of the device were checked prior to the procedure and the device was turned off. An electric surgical knife was used to expose the stimulator. The scar tissue was removed and then the position of the pocket was expanded to the upper right and center from the current pocket site. The area was cleaned multiple times with distilled water and then the wound was closed. After the pocket site had been sutured, the device settings were checked and it was noted that they had ¿disappeared.¿ the serial number and the settings that were used prior to the procedure were entered. There was no issue with impedances. The wound was to be checked at an outpatient appointment on (B)(6) 2016. The patient¿s target disease was fecal incontinence. No further information was provided. A follow up report will be sent if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.